Manufacturer narrative:
The returned pacemaker device was analyzed. The returned device was in unipolar mode and not returned in storage mode. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported implant procedure findings.

Event description:
It was reported that during an implant procedure, when this pacemaker was connected to the right ventricular (rv) lead, no pacing output was observed. The rv lead was disconnected and the terminal pin was cleaned, but upon reconnection still no pacing or capture was seen. The rv lead was removed from the device and pacing was secured using the pacing system analyzer (psa). The device was interrogated and was noted to still be in storage mode. It was expected that the device would have come out of storage mode when the lead was connected, but the auto-lead detection feature did not seem to be available; on the programmer they could only exit storage mode with auto-lead detection off. The device was reconnected to the implanted leads and the programmer ecgs showed ra and rv output but with no capture. A new device was provided and when connected, the leads were properly detected with good measurements obtained. No adverse patient effects were reported.